Event description:
It was reported that during placement, the foley catheter was blocked, no flush, and no water was coming out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Correction: f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the foley catheter was blocked, no flush, and no water was coming out.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured. Contraindications] be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the foley catheter was blocked, no flush, and no water was coming out.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. The scope of CAPA 11881143 is applicable for the product. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings: 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. Contraindications: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Precautions: 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, the foley catheter was blocked, no flush, and no water was coming out.